Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose level was around 300 mg/dl. Customer changed supplies to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.